Event description:
It was reported that the customer received an incomplete bolus alert as they had not completed a bolus request. Additionally, it was reported that the customer received an incomplete fill tubing as they had not completed the loading process. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. A correction bolus via the pump was delivered to address bg. Tandem technical support educated the customer on the meaning of an incomplete bolus alert and incomplete fill tubing alert.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.